Event description:
An angio-seal device was deployed post ptca procedure. A slight ooze began and digital pressure was held for three minutes. Upon removing the drape, a large hematoma was noted in the pt's right anterior thigh. A femostop was applied and the pt's blood pressure dropped to 60 systolic. Dopamine was started and fluids were infused rapidly. Surgical consult was obtained and a CT was performed. The surgeon was comfortable with the pt's progress following CT and the femostop was removed. The CT scan was negative for retroperitoneal bleed. The pt was transfused with one unit packed cells one day later. It should be noted that this event occurred during the physician's certification process. A pre-placement angiogram was performed prior to deployment of the angio-seal device.